Manufacturer narrative:
On 1/29/2020, mentor became aware that the patient had undergone unilateral replacement on the right side with a (right) 475cc mentor smooth round spectrum saline (catalog: 3501480 lot: 7665863 sn: 7665863-061). Mentor also became aware that the patient also experienced bilateral ptosis grade ii, post-operatively. The patient also underwent bilateral mastopexy. The left side ptosis will be reported under mrn: 1645337-2020-02156 manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation of the sample it was noticed a crease and an area of missing material, measuring approximately 1.3 cm x 1.0 cm , both located in the posterior view. Within crease a tear was observed, measuring approximately 0.1 cm. Microscopic examination was performed in the area of missed material and no evidence of instrument damage was observed . No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 475cc mentor smooth round spectrum saline catalog: 3501480 lot: 6934361 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 425cc mentor smooth round spectrum saline breast prosthesis on the right side, suffered right breast implant deflation post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.